Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) reported that tested the cs300 and observed the failure, white screen and red bar on left side of screen. Fse isolated issue with the lcd screen. Fse installed the new display and corrected customer failure. Fse also replaced 3 worn label covers on display head. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer reported that prior to use the cs300 intra-aortic balloon pump (iabp) display won't turn on. No patient involvement reported. No adverse event reported.